Manufacturer narrative:
Section a2: corrected information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low voltages (reduced supply voltage operation) was confirmed based on the functional and electrical testing performed on the returned 14 volt power module patient cable (l/n (B)(4)). The evaluation of the returned patient cable revealed compromised internal conductors within the power leads. The compromised internal conductors contributed to a high resistance variation across the cable resulting in a reduced voltage supply to the system controller and the low voltages/reduced supply voltage event records within the provided log files. The root cause of the low voltages/reduced supply voltage operation can be correlated to conductors' breakdown within the cable power leads. The cause of compromised internal conductors can be related to wear and tear due to repetitive lead flexing during cable use. Based on manufacturing date, the returned cable was 4 years old. Incidental finding: broken pin in black power cable connector. Green fluid contamination at the patient cable's y-splitter strain relief, small punctures on the 18-foot section outer jacket insulation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Analysis of the returned patient cable revealed an incidental finding of broken pin in the black power cable connector no further information was provided.